Manufacturer narrative:
Unit unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. No compromised force sensor alarm. Unit had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, reservoir tube cracked and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was protruded. Customer reported that blood glucose may have been 125 mg/dl or 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.